Event description:
The manufacturer received information of a dreamstation auto CPAP device wouldn't power on.there was no report of serious or permanent harm or injury. There was no report of medical intervention. The device was returned to manufacturer service center for evaluation. During the evaluation, the device was visually inspected and found burn damage on part of the circuit board and on part of the blower upper cap that contacts it. Additionally, it is believed that this burn damage caused the device not to power on. The blower upper cap and circuit board were replaced. The flow measurement at high motor speed would be failed. The motor related parts were replaced temporarily. The blower was replaced due to household odor and failed in fsa test. The main body components had a smell of daily life attached to them. The odorous parts were replaced. The rear panel was replaced to check for scratches. The blower box, blower outlet seal, power upper cap, blower isolator, flow sensor seal, pressure sensor seal, pollen filter, rear panel, therapy pca was replaced.